Event description:
It was reported that a patient underwent original mis tlif l2-3-4-5 w/ es2 & unilif on (B)(6) 2013. On (B)(6) 2014 patient was brought back to or to remove broken l5 screw. No additional revision was made to existing hardware.

Manufacturer narrative:
The returned mantis redux blocker was a concomitant product - see mfg. Report # 0009617544-2014-00289 for investigation of reported screw fracture.

Event description:
It was reported that a patient underwent original mis tlif l2-3-4-5 w/ es2 & unilif on (B)(6)-2013. On (B)(6)-2014 patient was brought back to or to remove broken l5 screw. No additional revision was made to existing hardware.